Event description:
It was reported that the user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and paired it to a dexcom receiver, after which the sensor would not pair with the ilet; the agent explained that the sensor can connect to only one medical device and guided the user to power down the receiver, toggle settings, and re-enter the g7 pairing code on the ilet to allow pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, as the sensor had been paired to the receiver rather than the ilet, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.